Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device was dropping the clips. The clips did not fall into the pt. There was no pt consequence.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaw, yes; damaged jaws, no; damaged feed bar, no; damged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, yes; jaws: hold clip, yes; jaws: inside width at tips, .184; lockout functional, yes and number of clips fed and formed, 14. Analysis conclusion: based upon inquiry info received and visual and functional testing, no conclusion could be reached as to what may have caused reported incident. Instrument was fired and formed remaining clips as designed. There were no anomalies noted with clips dropping from device. Mfg and engineering have been notified of reported incident. Each instrument is evaluated during assembly process to ensure clips feed and form properly.